Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this lead exhibited consistent high thresholds during implant procedure. This lead was then explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was subjected to and passed electrical testing. There was dried blood/body fluid stuck in the helix noted. No other issues were identified and the lead was determined to have met specification.

Event description:
Product investigation was completed therefore a supplemental report is being filed.